Manufacturer narrative:
Catheter: model#8709, serial#(B)(4), implanted: 2004 (B)(6), explanted: 2012 (B)(6). Functional checks during decontamination were acceptable, no destructive analysis was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, the patient presented to the hospital emergency room. It was reported that the pump was in the p patient's right lower quadrant and there was noted to be drainage coming from around the pump site. Upon removing the dressing, the emergency room physician documented there was an open area that appeared to be like a sore. There was clear to yellowish drainage that was coming from the site and the pump was coming out from underneath the skin. The patient was instructed to go to the neurosurgeon the next day. It was noted that after the pump was implanted in 2008 the patient did not have any problems with the incision in general; it had completely healed over, but approximately 1 month ago he noticed an area of irritation and slight drainage. The area scabbed over and there was no further drainage from the site. After the scab fell of it was noted that the pump was coming through. The patient did not experience any recent fevers, chills or generalized pain. The patient believed the pump was still working, although, he did exhibit some swelling and increased tenderness over his right lower quadrant. The patient was admitted for pump and catheter removal. The devices was explanted due to infection. The drug in the pump was hydromorphone.